Event description:
During an angioplasty of a heavily calcified right coronary artery, a 2.5 x 15mm balloon catheter was inflated at the lesion. When significant residual stenosis remained, the decision was made to deploy a 3.5 x 33mm cypher stent. There was calcification in the lesion, the stent was noticed to be separating from the delivery device. While attempting to remove the stent and delivery system, the stent came off the delivery system and was visualized under fluoroscopy. Upon removal of the delivery system, the stent was not retrieved. There was no apparent harm to the patient.